Event description:
Radiographic imaging (kub) revealed that the tip of the patient's percutaneous endoscopic gastrostomy (peg) feeding tube (skaterth biliary drainage catheter) was broken but still attached. Tube feedings were held pending guidance from interventional radiology (ir). Ir evaluated and advised ok to resume tube feedings. Follow-up kidney, ureter, and bladder (kub) x-ray indicated that the tip sheared off. ICU attending formally consulted ir to replace peg tube. Tube replacement planned, but ir advised peg tube may still be used for administration of tube feeds and medications. As of the time of this filing, nursing has not observed expulsion of the peg tube tip in stool.

Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.